Event description:
It was reported that the patient underwent a sling procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced incontinence, vaginal discomfort, mesh irritation and pain during intercourse for a long period of time. In (B)(6) 2013, the patient was hospitalized with urosepsis and urinary retention. On (B)(6) 2014, mesh erosion was detected through the vaginal wall to vagina and the patient had the inability to empty bladder by urination or catheterization. The patient is going to be treated for mesh erosion. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The mesh eroded through urethra and it was removed on (B)(6) 2014. The physician had to totally cut through the urethra. The patient became totally symptom free after the treatment. (B)(4).